Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump alarm and basal history indicated that the patient did not resume pump treatment after the replace cartridge alarm at 10:39 am. No conclusions can be made at this time.

Event description:
The reporter stated that the patient was hospitalized with a blood glucose (bg) value of 1290 mg/dl and was diagnosed with diabetic ketoacidosis (dka). At 2:30 pm the patient's bg was 259 mg/dl; the patient was reportedly "a little out of it" and vomited. It was reported that later in the afternoon an ambulance was called and the patient's bg was registering high on the meter. When the patient arrived at the emergency room, the patient's bg read 1290 mg/dl. The patient was reportedly treated with intravenous insulin and fluids. The reporter stated that the patient was diagnosed with pancreatitis during the hospitalization. The reporter stated that on the day of the admission, the patient suspended the pump to shower and when resumed the pump had an issue with loss of prime warnings. The patient reportedly primed the pump multiple times but continued to receive loss of prime warnings. The reporter stated that they were unsure if the loss of primes may have contributed to the patient's hospitalization. The reporter confirmed that the pump settings were correct. The reporter confirmed that all boluses were delivered in full; the patient only delivered one bolus as the patient's bg "was good and went high fast." A review of the basal history showed no basal delivery past 10:42 am on the day of admission. The pump alarm history showed an empty cartridge alarm at 10:39 am. The reporter stated that the patient believed that the cartridge was replaced at that time however; the basal history showed that therapy was not resumed at that time. Customer support advised the reporter to use a back up treatment plan; the reporter declined to disconnect the patient from the pump stating that they would monitor the patient's bg closely. This report is made based on the allegation that the patient was hospitalized for dka while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms related to the complaint found in the pump history. A review of the black box showed multiple manual time and date adjustments, causing the total daily dose history to appear inaccurate. There were several loss of prime warning observed on (B)(6) 2011 associated with an "empty cartridge" alarm and failure to prime after performing the "align" step. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.